Event description:
It was reported that during the procedure, after a successful inflation and deployment of a 3.5 x 23 rx xience prime stent in a moderately calcified lesion in the non-heavily tortuous circumflex coronary artery, it was not possible to deflate the balloon of the rx xience prime stent delivery system (sds). The sds was subsequently difficult to withdraw from the anatomy, some force was applied, and the mid shaft separated. The rx xience prime sds was withdrawn from the anatomy, and still appeared to be inflated after removal. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed; however the difficulties deflating the device could not be confirmed due to the condition of the returned device. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.